Event description:
For the past week meter has been giving readings in the 19 & 20's. Pt did not take set amount of oral medication or insulin due to the low readings. Pt claims that they did not call md. They had a scheduled appointment to draw blood at the lab in 2003. Tested blood glucose in the morning and obtained a 19mg/dl. Did not take meds. Went to the lab, drew blood and went home. Claims they had a headache all day. That afternoon, got a call from the lab and bg was 538mg/dl. They advised the pt to come see md. Pt was treated with medication at the md's office and blood test was taken again on md's meter and pt obtained a 176mg/dl after medication. Customer service found out that pt was using expired test strips from 2001, and that was why obtaining low readings. This is a case where user error led to serious injury.